Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department on 08/31/2024 that a m31 air detected in cassette warning occurred fill 3 of 3. The patient was connected during the incident. Fluid was seen outside the connection to supply bag (sb). The supply bag (sb) was not securely connected. It is unknown if fluid was in the pump module area or on the external of the cassette. The fluid leaked from a loose connection to the supply bag. Upon follow up conducted on (B)(6) 2024 the patient¿ peritoneal dialysis registered nurse (pdrn) advised that they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per pdrn they always advise the patients to contact the on-call nurse if or when they encounter any issues with their pd treatment, but the patient did not inform the clinic of the reported event. Upon further follow-up conducted on (B)(6) 2024 pdrn stated that they saw the patient last week and the patient did not mention any further issues with their pd treatment. Per the pdrn the patient is continuing treatment on the cycler at home. The pdrn stated the patient is trained in performing manual peritoneal dialysis therapy if needed. Additional information about the reported event was requested; however, the pdrn was not able to provide it since they were not aware of the reported event. Additional information about the reported leak and samples availability were requested; however, the pdrn was not able to provide it. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service department on 08/31/2024 that a m31 air detected in cassette warning occurred fill 3 of 3. The patient was connected during the incident. Fluid was seen outside the connection to supply bag (sb). The supply bag (sb) was not securely connected. It is unknown if fluid was in the pump module area or on the external of the cassette. The fluid leaked from a loose connection to the supply bag. Upon follow up conducted on (B)(6) 2024 the patient¿ peritoneal dialysis registered nurse (pdrn) advised that they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per pdrn they always advise the patients to contact the on-call nurse if or when they encounter any issues with their pd treatment, but the patient did not inform the clinic of the reported event. Upon further follow-up conducted on 09/17/2024 pdrn stated that they saw the patient last week and the patient did not mention any further issues with their pd treatment. Per the pdrn the patient is continuing treatment on the cycler at home. The pdrn stated the patient is trained in performing manual peritoneal dialysis therapy if needed. Additional information about the reported event was requested; however, the pdrn was not able to provide it since they were not aware of the reported event. Additional information about the reported leak and samples availability were requested; however, the pdrn was not able to provide it. Additional information was requested, however to date has not been provided.